Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 62 reports, regarding 62 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised that the power connection must be equipped with a grounding contact. Use the original power cable (if included in scope of delivery) to establish a connection between the mains wall socket and the non-heating device plug located in the rear of the device. If < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robotic-assisted nephrectomy procedure on (B)(6) 2025, and ¿it suddenly turn off and unable to turn on during the operation very dangerous for the patient. Then machine suddenly shut down when during the surgery / black screen¿. Further assessment found the pneumoperitoneum experienced a "sudden loss due to the machine turned off". No device alarms activated. The procedure was completed as normal with the use of an alternate ¿traditional insufflator¿ device and with no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient, who is "well recovered and back to home". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A distributor reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robotic-assisted nephrectomy procedure on (B)(6) 2025, and "it suddenly turn off and unable to turn on during the operation very dangerous for the patient. Then machine suddenly shut down when during the surgery/black screen'. Further assessment found the pneumoperitoneum experienced a "sudden loss due to the machine turned off". No device alarms activated. The procedure was completed as normal with the use of an alternate ¿traditional insufflator¿ device and with no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient, who is "well recovered and back to home". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.